Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and performed trouble shooting. The patient database was too big. The patient database was reset and the issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure the pendant on the imaging system displays "standalone mode" sometimes after a scan. After a few seconds the message disappears. There was no patient present when this issue was identified.